Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded; therefore, a device analysis could not be completed. A leak was reported from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from ¿the heater bag from the wings part¿ (exact location could not be further specified). Baxter technical services (bts) assisted the patient in ending therapy. The patient completed therapy through manual exchange. The patient¿s clinician was informed of the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.